Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable crep2 creatinine plus ver.2 result for 1 patient tested on a cobas integra 400 plus. The customer stated that the issue with the patient result only occurs when crep2 and trigl triglycerides are tested at the same time. The initial crep2 result was 1.12 mg/dl, which was tested at the same time as trig. When crep2 was run separately from trig, the crep2 result was 0.69 mg/dl. The customer performed crep2 testing again separate from trig on another sample from the patient and the result was "around" 0.69 mg/dl. The erroneous crep2 result was reported outside of the laboratory. There was no change in the patient's therapy and there was no allegation of an adverse event. The crep2 reagent lot was 35718401 with an expiration date that was requested but was not provided. The customer stated they changed the "needles" on the analyzer and no further issues have occurred. The investigation is currently ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.